Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced continuous elevated blood glucose (bg approximately 500 mg/dl); cause was not known. Correction boluses and insulin injections were administered to address bg. As the elevated bg occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.